Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump was replaced to resolve the unit issue. Unit meets specifications and was returned to service on 06/27/2016.

Event description:
A customer reported an event of a "smoking" (haze) emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), product return and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump was returned and tested. There was no smoke, mist, smells or odor present during testing. The reason for return of the vacuum pump was not confirmed. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.